Manufacturer narrative:
On (B)(6) 2018, it was reported that the ratchet was difficult to attach and does not engage to pull the carrier through. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the shaft and ratchet were damaged and the roller, worn bushings, worn side plates, damaged comb, gear, handle, and ratchet assembly were replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018 revealed that the roller and ratchet gear were damaged causing it to be difficult to engage the two. The ratchet gear pin was turned sideways causing it to not engage with the ratchet gear. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, ratchet gear, latching pin, and the ratchet pin was placed in the correct position. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the roller and ratchet gear were damaged causing it to be difficult to engage the two. The ratchet gear pin was turned sideways causing it to not engage with the ratchet gear. The cause of the reported event was due to the damage to the roller and ratchet gear. During the product review it was noted that the roller and ratchet gear were damaged causing it to be difficult to engage the two. The ratchet gear pin was turned sideways causing it to not engage with the ratchet gear. It is unknown with the information that was provided how this occurred and therefore the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. This event has been recorded by zimmer biomet under (B)(4).

Event description:
It was reported that the ratchet was difficult to attach and does not engage to pull the carrier through. The event occurred during testing by sterile processing. There was no harm and no delay reported.